Event description:
An endeavor resolute device and cd were returned to medtronic. No event details have been provided. A review of the cd images confirmed diffuse disease in the lcx and provided the date of the procedure and facility location. No further information was provided. Device evaluation: the distal tip was flared. The 5th, 8th and 9th proximal segments were deformed with a number of struts partially raised and deformed. Image review: review of the images confirmed diffuse disease in the lcx. Numerous balloon inflations along the vessel are captured. There are no images showing the attempted delivery or withdrawal of a stent device. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (there was diffuse disease in the lcx). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (there was diffuse disease in the lcx). (B)(4).

Manufacturer narrative:
Correction - product return date - date incorrectly entered as the 31 jul 2014 in initial MDR. (B)(4)